Manufacturer narrative:
The reported complaint of separation and no reading was confirmed on the returned set. During visual inspection, the 25" pressure tubing was received separated from the female luer. Insufficient adhesive coverage was observed on the end of the tubing. The separation of the bond was due to insufficient adhesive coverage on the pressure tubing. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly at the manufacturer. The transducer was electrically tested and the transducer was able to be zeroed but could not obtain a reading. The transpac on this set is a vendor-manufactured part. The probable cause of all the transpacs being unable to obtain reading had occurred due to a vendor-related manufacturing defect from manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 10/16/2023.

Event description:
It was reported that a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves were found to be disconnected during use. The bp curve showed -5. The tubing was separated. The patient was reported to have bled through the disconnected tubing. The tubing was clamped to stop the "blood leak". The blood loss was not significant and did not require monitoring the patient's complete blood count (cbc). The tubing was replaced, and monitoring resumed. The patient's condition did not change. There was no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.